Event description:
It was reported a patient underwent a hip revision approximately eight months post implantation due to a disassociation and dislocation. The liner, bearing and head were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02691 and 000961350-2023-00609. D10: cat #: 110024464 / g7 dual mobility liner 44mm f / lot #: 729500. Cat #: 00877502802 / bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 / lot #: 3077095. G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified deformation and wear from the dislocation has made the etch no longer visible. Outer surface shows grooves and deformation. Inner spherical surface shows scratches. No other damage was noted. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.